Event description:
It was reported that during a set-up performed by a getinge service representative for an in-service using the customer's cardiosave intra-aortic balloon pump (iabp), the iabp experienced several autofill failures. The getinge service representative tried a different balloon and same autofill failure occurred. The getinge service representative tried a different cardiosave unit and had no problems with same demo balloon. The getinge service representative called the biomed, and when he turned on the iabp, the iabp unit emitted a loud tone alarm and displayed "self test failure #14". This iabp was removed from service by biomed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service representative has advised that the customer's biomedical engineer had evaluated the iabp unit, and the iabp did require replacement of the compressor. The biomed replaced the compressor and completed the calibration and preventative maintenance (pm) per procedure. The iabp was then cleared for clinical use. The biomed advised that he has not had any complaints since the compressor was replaced.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per getinge standard operating procedure since the serial number for the iabp unit was not provided. The customer has not requested getinge service in connection with this event as they service their own units. Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Not returned to manufacturer.

Event description:
It was reported that during a set-up performed by a getinge service representative for an in-service using the customer's cardiosave intra-aortic balloon pump (iabp), the iabp experienced several autofill failures. The getinge service representative tried a different balloon and same autofill failure occurred. The getinge service representative tried a different cardiosave unit and had no problems with same demo balloon. The getinge service representative called the biomed, and when he turned on the iabp, the iabp unit emitted a loud tone alarm and displayed "self test failure #14". This iabp was removed from service by biomed. There was no patient involvement, and no adverse event reported.